Event description:
In 2005, a clinical incident involving a tristar 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the knee, the hosp reported one of the electrodes was missing from the arthrowand. It is unk if the electrode remains in the pt. No additional info is available.

Event description:
On november 28, 2005, a clinical incident involving a tristar 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the knee, the hospital reported one of the electrodes was missing from the arthrowand. It is unknown if the electrode remains in the patient. No additional information is available.

Manufacturer narrative:
H.6 - the device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the electrode screen was confirmed. Unable to determine root cause of damage to wand.